Manufacturer narrative:
An event of complete heart block, syncope, pericarditis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The unexpected medical intervention and surgical intervention is a result of temporary and permanent pacemaker implants. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant uisng a large flexnav delivery system. The activated clotting levels were 291s and heparin was given. The valve fully re-sheathed one time due to implant depth was too high. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 1.34mm and at left coronary cusp (lcc) was 5.93mm. The patient had a complete heart block and a temporary pacer was placed. The patient came back to non-sinus rhythm with left bundle branch block (lbbb). On (B)(6) 2025, the patient came to emergency department for syncope episode. On (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant uisng a large flexnav delivery system. The activated clotting levels were 291s and heparin was given. The valve fully re-sheathed one time due to implant depth was too high. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 1.34mm and at left coronary cusp (lcc) was 5.93mm. The patient had a complete heart block and a temporary pacer was placed. The patient came back to non-sinus rhythm with left bundle branch block (lbbb). On (B)(6) 2025, the patient came to emergency department for syncope episode. On (B)(6) 2025, a permanent pacemaker was implanted.